Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (B)(6) 2015) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per op notes, ¿a semi-circular left paraumbilical incision was made. The hernia sac was identified and it was incised. The dome of the sac was left attached to the underside of the base of the umbilicus. A ventralex st mesh (device 1) was placed and secured with sutures.¿ (B)(6) 2020 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of ventralight st with echo ps (device 2). Per op notes, ¿a nick incision was made in the left upper quadrant. Adhesions to the anterior abdominal wall of omentum was noted and adhesiolysis was performed. A small central defect in the center of the mesh was noted and several areas of omental bleeding that was ceased. The previous mesh (device 1) was well incorporated into the anterior abdominal wall. A nick incision was made at the center of the umbilicus where the defect was. A ventralight st with echo ps (device 2) was placed into the abdomen and secured with suture.¿